Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), pelvic pain ("chronic pelvic pain"), dyspareunia ("pain during sexual intercourse"), adhesion ("adhesions"), scar ("scarring"), migraine ("migraines"), alopecia ("hair loss"), pulmonary thrombosis ("blood clot that impacted and damaged lung") and traumatic lung injury ("blood clot that impacted and damaged lung") and was found to have hormone level abnormal ("need for hormones") and weight increased ("weight gain"). The patient was treated with surgery (two pelvic surgeries, essure removed). Essure was removed in (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device was resolving and the genital haemorrhage, pelvic pain, dyspareunia, adhesion, scar, migraine, alopecia, hormone level abnormal, weight increased, pulmonary thrombosis and traumatic lung injury outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered adhesion, alopecia, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, pulmonary thrombosis, scar, traumatic lung injury and weight increased to be related to essure. The reporter commented: in 2014 and 2017, it was determined that plaintiff required surgical intervention to address her complications. At that time, patient underwent two pelvic surgeries. Plaintiff experienced two ectopic pregnancies, second ectopic pregnancy is captured in case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), pelvic pain ("chronic pelvic pain"), dyspareunia ("pain during sexual intercourse"), adhesion ("adhesions"), scar ("scarring"), migraine ("migraines"), alopecia ("hair loss"), pulmonary thrombosis ("blood clot that impacted and damaged lung") and traumatic lung injury ("blood clot that impacted and damaged lung") and was found to have hormone level abnormal ("need for hormones") and weight increased ("weight gain"). The patient was treated with surgery (two pelvic surgeries, essure removed). Essure was removed in (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device was resolving and the genital haemorrhage, pelvic pain, dyspareunia, adhesion, scar, migraine, alopecia, hormone level abnormal, weight increased, pulmonary thrombosis and traumatic lung injury outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered adhesion, alopecia, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, pulmonary thrombosis, scar, traumatic lung injury and weight increased to be related to essure. The reporter commented: in 2014 and 2017, it was determined that plaintiff required surgical intervention to address her complications. At that time, patient underwent two pelvic surgeries. Plaintiff experienced two ectopic pregnancies, second ectopic pregnancy is captured in case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: safe track tool report received. Events: blood clot that impacted and damaged my lung added. Event outcome updated for event ectopic pregnancy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal pregnancy. Concurrent conditions included paratubal cyst, adenomyosis and chronic cervicitis. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), pelvic pain ("chronic pelvic pain"), dyspareunia ("pain during sexual intercourse"), adhesion ("adhesions"), scar ("scarring"), migraine ("migraines"), alopecia ("hair loss"), pulmonary thrombosis ("blood clot that impacted and damaged lung") and traumatic lung injury ("blood clot that impacted and damaged lung") and was found to have hormone level abnormal ("need for hormones") and weight increased ("weight gain"). The patient was treated with surgery (two pelvic surgeries, essure removed). Essure was removed in (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device was resolving and the genital haemorrhage, pelvic pain, dyspareunia, adhesion, scar, migraine, alopecia, hormone level abnormal, weight increased, pulmonary thrombosis and traumatic lung injury outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered adhesion, alopecia, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, pulmonary thrombosis, scar, traumatic lung injury and weight increased to be related to essure. The reporter commented: in 2014 and 2017, it was determined that plaintiff required surgical intervention to address her complications. At that time, patient underwent two pelvic surgeries. Plaintiff experienced two ectopic pregnancies, second ectopic pregnancy is captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: a. "Portion of left fallopian tube": a somewhat congested, frayed and focally hemorrhagic fallopian tube benign paratubal cyst and walt hard rest in wall of fallopian tube b. "Products of conception": . Portions of decidua, gestational endometrium and chorionic villi consistent with products of conception from a tubal ectopic pregnancy.; on (B)(6) 2017: a. Right tube with ectopic pregnancy', salpingectomy benign fallopian tube with intramural chorionic villi and trophoblasts consistent with ectopic pregnancy'. Focal intraluminal foreign material with foreign body giant cell reaction: is identified in the proximal portion of the fallopian tube. B. Uterus and cervix and left fallopian tube, hysterectomy and left salpingectomy 226-gram benign uterus with extensive adenomyosis. Secretory phase endometrium unremarkable serosa. Benign left" fallopian tube with no significant microscopic abnormalities. Benign cervix with chronic cervicitis. No evidence of dysplasia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2021: mr received. Reporter information and patient's medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dyspareunia ("pain during sexual intercourse"), adhesion ("adhesions"), scar ("scarring"), migraine ("migraines"), alopecia ("hair loss"), hormone level abnormal ("need for hormones") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (two pelvic surgeries). At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dyspareunia, adhesion, scar, migraine, alopecia, hormone level abnormal and weight increased outcome was unknown. The reporter considered adhesion, alopecia, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, scar and weight increased to be related to essure. The reporter commented: in 2014 and 2017, it was determined that plaintiff required surgical intervention to address her complications. At that time, patient underwent two pelvic surgeries. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.